Manufacturer narrative:
The primary complaint was confirmed during archive data review of the returned platform. Evaluation of the platform found that the lifeband clip does not close and the lever was not parallel to the switch case. To resolve the ua 12 issue, the switch lever was readjusted accordingly. During functional testing, there were no physical damages observed. A run-in test was also performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged without any fault or error. Device history record was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
During an in-service on the autopulse platform (B)(4) the customer reported the platform displayed a user advisory 12 (lifeband not present) error message. The reporter was unable to clear the error message. There was no patient involvement reported.